Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call backlight anomaly on the insulin pump. Customer advised the insulin pump was blinking on the entire screen and alarming. Customer replaced the device with a new battery but the issues persisted. Customer advised the fell down which resulted in the insulin pump being dropped and bumped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a flashing white lcd due to cracked lcd controller. No audio or beep anomaly noted. Unable to test for back light anomaly or keypad unresponsive due to flashing white lcd. The insulin pump had scratched case, cracked battery tube threads and a scratched keypad overlay.